Event description:
A knob on the rejuvenate extraction handle broke off due to over tightening during stem extraction.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a damaged rejuvenate stem extractor was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned with the locking knob completely fractured off. The locking knob was not returned for inspection. No manufacturing defects were identified. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there has been 1 similar previous reported event for this lot ID. Conclusions: it was determined that no manufacturing non-conformities were identified. However, this device is in scope of a non-conformance report to further investigate reported events where the extractor would not securely lock to the stem or where the locking feature was returned damaged.

Event description:
A knob on the rejuvenate extraction handle broke off due to over tightening during stem extraction.